Event description:
It was reported to ge that the operator moved the table top while the pt had their hand wrapped around the side edge of the table top. Apparently, the pt's finger became trapped between the table top and undertable bucky and was fractured when it was being removed.